Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge battery pack) has been confirmed. As received, the battery charger/modem was unable to charge a battery. Upon evaluation, the u13 cmos-flash microcontroller component on the bedside board was corrupted and there was liquid contamination on the battery board. The cause for the inability to charge a battery is the damaged component and the contaminated battery board. The root cause for the corrupted u13 microcontroller could not be positively identified. The root cause for the contamination was the ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported a battery charger/modem was unable to charge a battery pack.